Event description:
Patient reported right side moderate breast pain and implant malposition. Healthcare professional later reported rupture confirmed via CT scan. The device has been explanted.

Manufacturer narrative:
Continued h6: health effect - impact code: f2203. Information contained in this report was previously submitted through psr on 26 jul 2011 and 29 oct 2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: pain: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Rupture: observed broken assessed as fold flaw opening. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side moderate breast pain and implant malposition. Healthcare professional later reported rupture confirmed via CT scan. The device has been explanted.